Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user switched to a new insulin cartridge and subsequently experienced progressive hyperglycemia for approximately five hours, later identifying an internal leak through the plunger and glass of the cartridge; the user disconnected from the ilet to avoid insulin stacking and later completed a full supply change with guidance. Symptoms included elevated blood glucose exceeding 400 mg/dl. Outcomes included temporary interruption of pump therapy and use of subcutaneous insulin injections to reduce glucose levels, with improvement after additional monitoring and supply replacement. Investigation included troubleshooting, user education, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.